Event description:
It was reported the patient's pump was 'moving around a bit' and his catheter was sheared. The physician opened the patient's pocket site and found a stitch was broken; a new stitch was placed to the anchor the pump back in the pocket. The physician then attempted to remove the drug from the catheter through the catheter access port (cap) in order to do a dye study. When the physician attempted to draw back fluid from the catheter none would come out. An x-ray was performed and no abnormalities were seen. The patient's back incision was opened and 'everything looked fine.' The catheter was disconnected at the distal to proximal connection and no fluid was seen coming out of the distal tubing. The physician decided to replace the distal catheter. When the old catheter was taken out very gently it easily fell out of the intrathecal space and only 7 cm of the catheter came out when 36.1 cm should have. It was noted the distal catheter had become sheared at some point prior to surgery. The new distal catheter was connected to the old proximal portion and the pump was started. 'The patient was asked to stay inpatient but refused and left the hospital later that evening.' The device system was used to deliver morphine. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4).